Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. The same day as the event onset, the patient was hospitalized was treated with vancomycin injection (1gm, once in 4 days, ongoing) and amikacin injection (125mg once a day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that antibiotic treatment were discontinued, the patient was discharged from the hospital and has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.